Event description:
It was reported that an ilet user experienced hyperglycemia with cgm readings up to 214 mg/dl and a confirmatory glucometer value of 223 mg/dl for approximately two hours. The event was attributed to a missed meal announcement, categorized as an improper or incorrect procedure or method involving the user interface. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.